Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off of the drill shaft. Break is angular in nature. Dimensional inspection of the drill head is prohibitive due to its condition. Dimensional inspection of the drill shaft found it met print specification. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. After the evaluation the root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl procedure the tip broke off in the patient. The broken piece was removed with a hemostat grasper. There were no reported patient injuries. No other complications were noted.